Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient was appropriately treated on (B)(6) 2020. It was reported that the patient passed away the morning of (B)(6) 2020. The patient's passing was reportedly cardiac related and the patient's wife was present at the time of passing. It was reported that emts attempted resuscitation efforts. Per clinical review of the continuous ECG data, the patient received five appropriate treatments while in vf. The patient received the first treatment at 05:24:56 am on (B)(6) 2020, while the patient was in vf, but the treatment was unable to convert the arrhythmia. The post shock rhythm was vt at 285 bpm degrading to vf. The patient received a second treatment at 05:25:29, while the patient was in vf, but the treatment was unable to convert the arrhythmia. The patient's post shock rhythm was vf. The patient received 3 more treatments at 05:25:53, 05:26:25, and 05:26:57, while the patient was in vf. The patient's post shock rhythm for all three treatments was sinus beat degrading to vf. The patient was seen from after the fifth treatment until the device was shutdown at 05:52:44 in vf degrading to asystole with p waves. The response buttons were pressed from 05:41:21 to 05:52:41:38. It is unclear who was pressing the response buttons. At 05:52:41, the device declared a non-treatable rhythm. The patient received five appropriate treatments during vf. The device is designed to deliver five treatments in a single detection sequence. The device did not exit the detection sequence until the non-treatable rhythm was detected at 05:52:41. The device was shutdown at 05:52:44 on (B)(6) 2020.